Event description:
New information received notes that the leadless pacemaker exhibited intermittent i2i communication loss.

Event description:
New information received notes that the issue was discovered remotely. No intervention was performed. The patient was stable.

Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited under-sensing. No further information was provided.